Event description:
Acl replacement surgery with calaxo 7/06. Post-op infection over tibial incision. The pt was given antibiotics, then the dr decided to remove material/screw, and found scar tissue and some patellar tendon tendonitis.

Manufacturer narrative:
Product recall initiated in august 21, 2007.